Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.